Manufacturer narrative:
Steris was not notified of this event by the facility at the time of occurance. Service engineering contacted the technician for the account to determine if he had been notified of this event when it occurred, technician stated he had not been notified. Montgomery has made several attempts to obtain additional information from the account. As of 12/16/04, no information has been provided.

Event description:
Patient was on or table when a large "pop" sound was heard accompanied by sparks and a cloud of smoke. Patient was led out of room and no injuries noted.